Event description:
Boston scientific received information hat during a follow up stored electrocardiograms showed episodes of ventricular tachycardia which appeared to be oversensend and possible associated with pectoral myopotentials. The oversensing results in asystole for > 2 seconds but no associated syncope. The device was reprogrammed and remains implanted.. The right ventricular lead is a competitor lead. No adverse patient effects were reported.

Manufacturer narrative:
Should additional information become available this investigation will be updated.